Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt had pain at the pump site and the pump was no longer being utilized. During a laminectomy procedure, the pump was also decided to be explanted. On entering the pump site, fluid was noted around the pump. The catheter was coiled multiple times and twisted as if the pump had been rotating which was how the pt had also reported in his complaint. The pump was gently freed and the spinal segment of the catheter was cut and the free cerebrospinal (csf) fluid flowed. It was triply ligated at this point and the csf flow stopped. Drugs delivered via the pump included sufentanil and bupivacaine.